Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during stenting of the predilated 1st diagonal, a type b dissection of mid first diagonal occurred. The dissection was treated with another stent which completely abolished any evidence of the dissection. There is no additional information available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU and risk assessment, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.